Event description:
Based on the cec adjudication minutes received on (B)(6) 2012, a patient that was enrolled in the cypress study experienced a peri-procedure mi based on the cardiac enzymes. The indication for the procedure was positive functional exam. Angiography revealed a 90% stenosis in the mid 2nd om with timi 3 flow. Pre-dilation was done and placement of one cypher stent was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure ck was 128, ck-mb was 3.3 and troponin was <0.01. Post-procedure ck was 380 and troponin was 0.1, the ck-mb was not done. The next set of enzymes drawn revealed ck was 396, ck-mb was 10.2 and troponin was 0.08. The ECG core lab reported no new major st-t abnormalities and no new q waves, noting inadequate tracing quality due to variation in precordial lead placement. There were no procedure complications reported and the patient was discharged the day after the procedure on dual anti-platelet therapy. The cec adjudication committee determined that the patient experienced a peri-procedure mi based on the elevated cardiac enzymes. Per the committee, the event was related to the devise and related to the procedure.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, lisinopril 10mg qd, toprol-xl 50mg qd, albuterol 90mcg prn and advair 250mcg bid. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) with medical history including positive functional study, cad, hypertension, hypercholesterolemia, wheezing with asthma. The indication for the procedure was the positive functional exam. Angiography revealed a 90% stenosis in the mid 2nd om with timi 3 flow. In (B)(6) 2010, the index procedure was performed. Pre-dilation was done and placement of one cypher stent was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure ck was 128, ckmb was 3.3 and troponin was <0.01. Post-procedure ck was 380 and troponin was 0.1, the ckmb was not done. The next set of enzymes drawn revealed ck was 396, ckmb was 10.2 and troponin was 0.08. The ECG core lab reported no new major st-t abnormalities and no new q waves, noting inadequate tracing quality due to variation in precordial lead placement. The patient was discharged the day after the procedure on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.